Event description:
(B)(4). Same case as MFR ID #: 2134265-2010-03911, 2134265-2010-03912, 2134265-2010-03913. It was reported that post a stenting treatment procedure, restenosis occurred. Due to angina and an abnormal stress test, the patient underwent cardiac catheterization which revealed the following: the ostial left circumflex (lcx) contained an 80% stenosed, de novo, high risk class "c" lesion with timi-3 flow and a 70% stenosed lesion of the mid to distal lcx. The first obtuse marginal (om1) had an 80% stenosed, de novo, medium risk class "b" bifurcated lesion with timi-3 flow and the second obtuse marginal (om2) had a long 90% stenosed, de novo medium risk class "b" bifurcated lesion with timi-3 flow. All were non calcified and non tortuous with no thrombus present. Following angiography, a 2.5x20mm non bsc balloon catheter was advanced for predilation of the om2 and 2 inflations were performed. The balloon was then advanced to the om1 where 1 inflation was performed. A 2.5x24mm taxus liberte stent was advanced and deployed in the om2. Additional post dilation was performed with the stent balloon. A 3.0x12mm taxus liberte stent was then advanced and deployed in the mid-distal lcx without gap (to the 2.5x24 taxus liberte). Additional post dilation was performed with the stent balloon. A 2.5x15mm non-bsc balloon catheter was advanced for additional post dilation of the om1 with 2 inflations performed. A 2.5x16mm taxus liberte was then advanced followed by a 3.0x15mm non-bsc balloon catheter. The taxus liberte stent delivery system (des) was inserted into the om1 and the non-bsc balloon in the om2. The taxus liberte stent was deployed and the non-bsc balloon inflated at the same time. A 3.0x10mm ultra2 cutting balloon was advanced and inflated 2 times in the proximal lcx. A 3.0x24mm taxus liberte stent was advanced and deployed in the proximal lcx with a 10mm gap from the mid-distal stent. Residual stenosis for all lesions treated with 0% and timi-3 flow was maintained and the procedure was closed without complication. The patient was discharged 1 day later on aspirin and prasugrel. Fifty five days later, the patient was admitted due to angina and referred for cardiac catheterization which revealed: the ostium of the lcx had 20% stenosis, the proximal stented segment was 100% patent, the om1 had 90% in-stent restenosis with timi-3 flow, and the stented om2 had 20% stenosis at the proximal edge. The om1 was treated with placement of a 2.5x12mm non-bsc stent reducing residual stenosis to 0% and maintaining timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that only the 2.5x16mm taxus liberte stent in the om1 has a "possible" relationship to the event.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).